Manufacturer narrative:
UDI information (B)(4). Sample was received for evaluation: DHR: no discrepancies. Failure analysis: the valve was visually inspected; the stator was dislodged. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and bump mark were noted in the valve casing. Corrosion was also noted on the stator. Root cause: the root causes for the dislodged stator could be partly due to the valve receiving a hard knock. The root cause for the crack and bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined.

Event description:
N/a.

Manufacturer narrative:
The complaint device has not yet been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim programmable valve was implanted via v-p. The date of implant and its initial setting was unknown. The patient's condition became worse and hospitalized. Therefore valve obstruction was suspected. A revision surgery was performed with a new valve (823101). The patient was under monitoring. The level of csf protein was unknown. No contamination of blood and debris into the cerebrospinal fluid was confirmed.